Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, high capture threshold was observed. When lead repositioning was unsuccessful, the lead was exchanged. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.